Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. However, a clamp being left open on unused supply lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice during dwell three of four of peritoneal dialysis. During troubleshooting, it was noted that there was an open clamp on an unused supply line. The technical service representative (tsr) assisted the patient in clearing the alarm and the patient planned to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.